Manufacturer narrative:
Patient is reported to be over 18 years old. The complainant was unable to provide the device upn and lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(4) for the reported issue of stent migration. According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a c-flex biliary stent was placed in the common bile duct (cbd) during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed approximately a week prior to (B)(6) 2013. According to the complainant, after the original stent placement procedure, the patient had further investigations for perirectal (pr) bleeding. A colonoscopy and repeat ercp were conducted to check if the sphincterotomy was bleeding. No bleeding was noted at this site, however the stent was noted to have migrated into the cecum. It was reported the stent was left to pass naturally and another stent was placed. The cause of bleeding is unknown. However, according to the physician the migrated stent was not the cause of the bleeding; the patient was on heparin and other coagulants which may have contributed. Conservative management was used to treat the bleeding at the time of the colonoscopy. The patient's condition at the conclusion of the procedure was reported to be stable. It was reported that the patient is continuing to have investigations for pr bleeding.